Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags leaked. It was further specified that the leak was gradual from the medication port area. This was observed during the filling process of the bags with unspecified compounded solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Visual inspection on the sample photo did not reveal the reported problem. Video inspection revealed a leak coming from the spike port connector. The reported problem was verified on the sample video. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.